Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) failed because the sealant failed to deploy when the physician shuttled down. Hemostasis was achieved by manual compression and the patient recovered. The vessel was arterial. The device was used in a diagnostic peripheral procedure with a 5f cordis sheath. The physician was mynx certified. Additional patient and procedural details were requested but were unknown or not available. There was no reported patient injury. The device will not be returned for evaluation as it was discarded.

Manufacturer narrative:
The DHR was updated: as reported, a 5f mynxgrip vascular closure device (vcd) failed because the sealant failed to deploy when the physician shuttled down. Hemostasis was achieved by manual compression and the patient recovered. There was no reported patient injury. The vessel was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The patient had a history of pvd. The device was used in a diagnostic peripheral procedure with a 5f cordis sheath. The physician was mynx certified. The procedure used a retrograde approach. The user shuttled down completely during deployment. There was no significant resistance when shuttling down and no unusual force applied when retracting the sheath. The advancer tube was engaged and visible. The product was not returned for analysis. A product history record (phr) review of lot f2114102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant-failure to deploy¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. With the limited information provided and no product return, it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr nor the information available suggests a design or manufacturing related cause for the event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional b5 narrative: the procedure used a retrograde approach. The patient had a history of pvd. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The user shuttled down completely during deployment. There was no significant resistance when shuttling down and no unusual force applied when retracting the sheath. The advancer tube was engaged and visible. Please also note updates to a2, a3 and b7. As reported, a 5f mynxgrip vascular closure device (vcd) failed because the sealant failed to deploy when the physician shuttled down. Hemostasis was achieved by manual compression and the patient recovered. There was no reported patient injury. The vessel was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The patient had a history of pvd. The device was used in a diagnostic peripheral procedure with a 5f cordis sheath. The physician was mynx certified. The procedure used a retrograde approach. The user shuttled down completely during deployment. There was no significant resistance when shuttling down and no unusual force applied when retracting the sheath. The advancer tube was engaged and visible. The product was not returned for analysis. A product history record (phr) review of lot f2114102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant-failure to deploy¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. With the limited information provided and no product return, it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr nor the information available suggests a design or manufacturing related cause for the event; therefore, no corrective/preventive action will be taken at this time.